Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had display and coiled cable issues from moving the coil cable attached to the screen back and forth by wiggling the connector. When this happens the whole unit shut down or reset. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that the iabp unit was repaired and it was put back in clinical service.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. H3 other text : not returned to manufacturer

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had display and coiled cable issues from moving the coil cable attached to the screen back and forth by wiggling the connector. When this happens the whole unit shut down or reset. There was no patient involvement, and no adverse event reported.